Event description:
Caller reported a malfunction on the pump, identified by malf 3 and fault ID 0x2095, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy while cts sent a replacement pump with updated software. The caller was instructed on necessary steps for using the new pump, including storing the old pump before returning it via ups, and was informed about available training through their tandem source account.